Manufacturer narrative:
Date sent to the FDA: (B)(6) 2021. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2013 during which the surgeon noted the mesh was densely adherent to spermatic cord. There was marked fibrosis and scarring. The spermatic cord was densely adherent to the mesh and required a portion which had to be divided and ligated. It was reported that the patient experienced severe chronic and acute groin pain, nerve damage, stress and anxiety. No additional information was provided.